Event description:
Pt had a cypher drug eluting stent placed in the right coronary artery and anterior descending. Later in the day, they had acute stent thrombosis confirmed by repeat angiography and treated with ptca. The following day enzymes confirmed an mi. That evening they had abrupt "emd" and couldn't be resuscitated and expired.